Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 was drifting downwards. The customer confirmed that usm 4 drifted while the surgeon was holding master tool manipulator (mtm) still. The tse found several errors in the logs pointing to failed wiggle test at initialization and indicating that the surgeon was possibly not holding the right mtm in following mode. The procedure was completed with no reported injury.